Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2016 with blood glucose of 380 mg/dl. Customer reported of having a cold and also having persistent high blood glucose until infusion set was changed. It was found that cannula was bent. The customer was put on manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis as customer did not have insulin pump at the time of call. Customer declined troubleshooting.